Event description:
It was reported that an symptomatic pt presented in clinic for follow up and the pulse generator exhibited backup vvi. Device replacement would be scheduled electively due to device approaching eri. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.